Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent operation of the device. Analysis also found the upper case, lower case, bail covers, and ring cover were broken and contaminated. The battery drawer was broken, battery contacts were discolored and the high rate cover was missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement reported.